Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm promus premier stent was selected for use. However, when the device was about to be advanced over the wire, it was noticed that the tip of the stent was bent. No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm promus premier¿ stent was selected for use. However, when the device was about to be advanced over the wire, it was noticed that the tip of the stent was bent. No patient complications were reported as the device did not enter the patient's body.